Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the down button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: during investigation, the keypad down arrow was not functioning properly. The keypad d was removed and the keypad button contact was found to be cracked.